Event description:
The following compliant was reported: nursing home had been using allevyn gentle non adhesive foam pad on a foot wound. The nurses used a trial sample of 15x15cm aquacel foam on the patient but, it was saturated within 24 hours; they reported erythema (and whiteness - but not maceration) to the periwound. The nursing staff complained that the patient usually only needed dressing changes every three days and the patient required antibiotics following the use of the aquacel foam. I have discussed the possibility that the patient may have had an infection at the time that the product trial, contributing to increased exudates output. The reporter stated she felt it was infection rather than allergy causing the red/erythema; she also reports that patient is none concordant with prescribed dressing routines and frequently removes her own dressings.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The patient is on an antibiotic treatment. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.